Event description:
Customer reported a false negative blood and multiple false negative leukocyte results. There was no impact to pt care as a result of these events.

Manufacturer narrative:
Initial false negative blood result was reported, but a corrected report was issued. Subsequent false negative leukocyte results were microscopically confirmed. All pt results were confirmed by microscopic exam. Customer reports the instrument was recently calibrated. Qc has been run and results within range. The read head and sg well were cleaned at the time of calibration check. Product maintenance had been completed two days prior to the first event. Field service engineer was dispatched to the reporting facility. Possible cause of erroneous results: dirty read head optics - customer cleaned and recalibrated and the system operated correctly passed qc.